Event description:
The user underwent a revision surgery to reposition the device, during which the development of a cholesteatoma was verified. It was then decided to explant the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was reportedly affected and the user underwent a revision surgery to reposition the device. During the surgery it has been verified that a cholesteatoma had developed and it was then decided to explant the device. No new device has been implanted. No further information has been received, despite requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during the investigation are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery to re-position the device. Available information indicate that the electrode array has most likely post-operatively moved out of the cochlear. However, this has not been confirmed. The observed cholesteatoma might have contributed. This is a final report.